Event description:
According to the reporter, prior to use, the unit had an electrical discharge. The non-(B)(6) instrument cable was burnt/damage. There was no patient involvement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).